Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found the k7 warmer than normal. To fix the issue, the fse replaced the drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave ¿iab catheter restriction¿, ¿low vacuum¿, ¿gas gain in iab circuit¿ alarms during first start-up, and made a strange metallic noise. The iabp was replaced. No patient harm, serious injury or adverse event was reported.